Event description:
This report event originated from a foreign distributor (B)(6). The distributor reported that they are getting a continued transducer (xdcr) failure alarm during pt usage. According to the distributor, one of their engineers changed the flow sensor, but that did not resolve the problem. They then changed out of the main printed circuit board, and turbine assembly, and that resolved the problem. There was no harm to the pt involved in this event.

Manufacturer narrative:
Per info provided by the foreign distributor, carefusion technical support shipped out a replacement main printed circuit board, and turbine assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board, and turbine assembly for eval. As of april 16, 2015, carefusion has not received the alleged faulty compressor assembly. Once it is received and evaluated, a f/u medwatch report will be submitted.

Manufacturer narrative:
The alleged faulty main printed circuit board assembly was received by carefusion on april 22, 2015, and was routed to the failure analysis lab for evaluation. The failure analysis lab evaluated the device and duplicated the reported event. The root cause was isolated to a ¿bad¿/faulty transducer (xdcr) pt802. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.